Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was continuing to deliver even when they were low. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. The customer was using pump auto mode at the time of the incident. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devices will be returned for analysis.